Event description:
Customer received result of 106 mg/dl on the advantage system while using comfort curve test strips, and result of 66 mg/dl on professional meter within 10 minutes. Customer reported low blood glucose symptoms with these results; she was given juice. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.